Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the failure to open and kink/damage was undetermined.

Event description:
Medtronic received a report that a pipeline failed to open in the distal section. The patient was undergoing surgery for treatment of a saccular, unruptured right internal carotid artery c4 segment aneurysm with a max diameter of 20mm and a 10mm neck diameter. Landing zone: distal: 4.1mm and proximal: 5.0mm. Patient's vessel tortuosity was moderate. The angiographic result post procedure showed slowed blood flow in the aneurysm. It was reported that a giant aneurysm at the c4 segment of the internal carotid artery was scheduled for flow-diversion stent implantation. During the procedure, after the microcatheter was in place, the ped-500-35 stent was delivered to the target position. However, when deploying the stent, the distal end failed to open properly. Despite appropriate adjustments to position and tension, the tip end still did not fully open, and a kink appeared in the middle segment. The surgeon removed the stent from the body for inspection and found that part of the braided wires at the tip end were damaged. Subsequently, another stent was used instead to complete the procedure, and the ped-500-35 stent was returned. The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. No additional steps or other devices were required to open the pipeline. The pipeline was resheathed and removed from the patient with the microcatheter. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a phenom 27 microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis : as found condition: the pipeline flex device was returned within a shipping box and an open pipeline flex inner pouch. Visual inspection/damage location details: no bends or kinks were found with the pipeline flex pusher. However, the pusher distal hypotube was found stretched with the shrink tubing pulled back from the proximal bumper. The pipeline flex pusher resheathing pad, sleeves, and tip coil were found to be in good condition. The pipeline flex braid was returned already detached from the pusher. Therefore, the proximal and distal ends of the braid could not be identified. The pipeline flex braid proximal and distal ends were found open but damaged (frayed). The pipeline flex braid middle segment was found damaged. Testing/analysis: none. Conclusion: based on the device analysis and reported information, the customer¿s ¿failure/incomplete open distal¿ report could not be confirmed. However, the customer¿s ¿pipeline damaged during delivery/retrieval¿ report was confirmed. Possible causes of ¿failu re/incomplete open distal¿ include patient vessel tortuosity, damaged braid, or user deploys braid in vessel bend. As the patient vessel tortuosity was ¿moderate¿ and the braid was not deployed in a bent, it is likely that the damage found with the braid contributed to the failure to open. Possible causes of ¿pipeline damaged during delivery/retrieval¿ include resheathing more than 2 times, ov ER-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing braid against resistance. However, the cause of the braid damage could not be determined. Regarding the damage found with the pipeline flex pusher (stretching), damage can occur due to resistance/stuck during delivery, patient anatomy, or high delivery force. However, the cause of the pusher damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.